Manufacturer narrative:
Concomitant medical products: product ID: 3708120, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension. Product ID: 3708120, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension. Product ID: 39565-3, serial#: (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the ins, lead, and extensions were all removed due to an infection. It was reported that the infection was confirmed. Oral antibiotics were reported to be given to resolve the issue. The infection was noticed on (B)(6) 2016 and was prepped for surgery in the afternoon. Relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.